Manufacturer narrative:
Explanation: there was no death associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient experienced a treatment event consisting of one shock. The patient was reportedly conscious and sitting on his bed at the time of the treatment. The patient reportedly removed the battery immediately after the treatment was delivered. The patient's rhythms prior to and after the shock were not recorded due to the battery being removed immediately after the treatment. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. The appropriateness of the treatment is not known. Reporting this event out of an abundance of caution as the appropriateness is unknown.